Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose level increased to 572 mg/dl after wearing the pod on the abdomen for approximately 20 hours. It was further noted that blood glucose levels began to rise approximately five hours after pod application but were temporarily managed with an insulin injection. The following morning, blood glucose levels increased further, and the patient was transported to the hospital via ambulance and admitted on (B)(6) 2025. Reported symptoms included vomiting, weakness, and near loss of consciousness. The patient was diagnosed with diabetic ketoacidosis and treated with intravenous fluids. The patient remained in the intensive care unit for two and a half days and was subsequently discharged on (B)(6) 2026.